Manufacturer narrative:
Initial reporter was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that several cables were replaced. One external psu cable, one internal psu cable, and one usb cable were returned to the manufacturer for analysis. Analysis found no fault with these components. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera displayed "localizer not connected" in the spine software application. No further details available at the present time.

Manufacturer narrative:
Initial reporter updated to correct value. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-10-26 (B)(4) (rep): medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera displayed "localizer not connected" in the spine software application. No further details available at the present time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding this case. After the system checkout it was confirmed the camera was in ¿bump¿ status. Three cables were replaced to resolve the intermittent cycling with the camera. The issue has not recurred.